Event description:
Manufacturer employee reported pt infection and coma three days after deep brain stimulation implantation. The implant was successful but later the pt presented with infection symtoms (coma and high fever). Cultures were obtained; encephalic bacteria infection was found. The device were explanted and the pt was given antibiotic treatment which controlled the pt's infection. The encephalic infection affected the pt's central nervous system resulting in a vegatative state. The pt is dependent on a machine. The physician determined the infection was a surgical complication, not related to the device. The devices were explanted but not returned to the manufacturer for analysis.